Manufacturer narrative:
Failure to follow instructions (the tip capture release handle was not returned to its home position prior to removal).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, the delivery system was successfully advanced and deployed. However, difficulty was experienced when removing the delivery system from the patient. The proximal bare stents were fully released prior to removal. It was noticed that tip capture release handle was not returned to its home position when first attempting to withdraw delivery system. After this initial attempt to remove the device, it was noticed that there was difficulty when trying returning the tip capture release handle to its original position. The delivery system was completely disassembled in order to make various attempts at removing the delivery system. Once the graft cover was pulled back free and separate from tapered tip, an angioplasty balloon was used to guide the tapered tip back into the sheath, and subsequently removed from patient. The procedure was successfully completed. Per the physician, the cause of the event was primarily due to patient anatomy. It was also noted that the patient was recovering well. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.